Event description:
It was reported that the laser fiber was melting where at the connector. Procedure was completed using another fiber. There were no patient complications. Analysis of the returned device identified a fracture within the connector.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Fiber was received for analysis in one piece. The fiber body measured 279.7 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. Visual analysis of the returned fiber confirmed the reported overheating of the fiber as analysis identified a fracture within the connector and signs of melting in the connector. During functional testing, there was no light present from the sub miniature a (sma) connector, indicating a fracture within the connector. The fiber connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output and ultimately can lead the connector to become overheated. According to the device instructions for use, do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damages.